Manufacturer narrative:
Device ro 15 049 was inspected for investigation purposes. An analysis of the software log files and patient folders was completed. The cause of the software crashing was identified to be an incorrect configuration of the .dat files by a medetch representative. No device defect was identified.

Event description:
It has been reported that during a surgery, a software failure has been detected. The surgeon reported 2 software crashes while checking the accessibility to the trajectory. The surgeon rebooted the system and continued with the surgery. A delay of 30 minutes to surgery was reported.